Event description:
Since implant, while the implantable neurostimulator (ins) was turned on, it would shut off. The pt could not associate the occurences with being in a certain place. The ins turned off at night. The pt was able to fully charge the ins and got six boxes shaded in. It was noted that the pt had fallen on her face three times since implant, but the ins was turning off prior to the falls. The pt was at home. The pt was encouraged to contact her healthcare professional. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.